Manufacturer narrative:
(B)(4). Batch # t5a83d. Investigation summary: the analysis results found that the ats45 device was received with no apparent damaged and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/10. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. A manufacturing record evaluation was performed for the finished device lot/batch number, r94y3w, and no non-conformances were identified. Manufacturing date: 11/08/2018, expiration date 2023-10-31. A manufacturing record evaluation was performed for the finished device lot/batch number, t92a0d, and no non-conformances were identified. Manufacturing date: 02/06/2019, expiration date 2024-01-31. Additional information was requested, and the following was obtained: what were the indications for surgery? Donor nephrectomy. What exact anatomical structure was device being used on? Kidney/lumbar vein. What color cartridge was used? White. Was the device difficult to close? No. Did the device cut and staple? If so, how far? No jammed/locked out when closed. Was the device difficult to open? No. What was the cause of conversion to open? Because of trauma to vein in stapler caused a bleed which needed to be controlled so converted to open. Was the second device used? If so, was it used in the open procedure? Yes. Will device be returned for analysis? Yes. What is the current patient status? Recovery slightly longer because of open conversion.

Event description:
It was reported that the device misfired or jammed when used inside the patient. A second device opened but case converted to open nephrectomy.